Event description:
Some patients dialysed with polyflux 14l presented some allergic reacti9ons during the first treatment with this membrane (itching, blotch, swelling of the lips) which necessitated the injection of 100mg of hydrocortisone in the venous circuit. No incidents of similar events were reported during subsequent treatments for the same patients and the same product.

Manufacturer narrative:
Investigation still ongoing.